Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was glass breakage during use resulting in leakage. The following information was provided by the initial reporter. The customer stated: "the hcp inserted a tube into a holder to start blood collection, the upper part of the tube was then broken, resulting in blood leakage.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for tube breakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube breakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was glass breakage during use resulting in leakage. The following information was provided by the initial reporter. The customer stated: "the hcp inserted a tube into a holder to start blood collection, the upper part of the tube was then broken, resulting in blood leakage.